Manufacturer narrative:
The phosphate reagent lot number and expiration date were requested, but not provided. The field service engineer checked the analyzer and determined the gear pump pressure was low. The gear pump head was replaced and adjusted. A drying nozzle on the rinse station had a missing spring and this was resolved. The investigation determined the event was due to the low gear pump pressure. The service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for three patient samples tested with phosphate (inorganic) ver.2 on a cobas 8000 c 701 module. An example was provided for one patient sample with discrepant phosphate results. The sample initially resulted in a phosphate value of 2.76 mmol/l, and it repeated as 1.30 mmol/l.